Event description:
Vent failed again today on a CPR. Vent worked fine when lucas was not in use. When lucas was in use, with vent on peds settings, vent had the very rapid respiratory rate with very short inspiration times. As soon as vent was d/c from patient while lucas was on, vent resumed normal operation. Dose or amount: 25 1pm, frequency: 10 bpm, route: 054. Dates of use: (B)(6) 2008 until present.